Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned loaded inside the burr catheter. The rotawire was removed from the catheter with some resistance felt. The rotawire was found kinked and bent along the body. The spring tip was also found kinked. All outer diameter measurements taken are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID's: 2134265-2014-07260, 2134265-2014-07264. It was reported that the burr became stuck in the lesion. The patient was previously treated for multivessel ischemic cardiomyopathy with a drug-eluting stent in the circumflex artery. A second procedure was required to treat the right coronary artery (rca). The lesion was pre-dilated without successful opening of the vessel. The decision to perform rotational atherectomy was made with the use of a rotawire¿, 1.25mm rotalink¿ burr, and rotalink¿ advancer. The burr progressed through the lesion without issues; however, the burr became stuck in the vessel when being removed. The physician used tirofiban intra-arterial, and sweep to pressure with saline. The burr was released with force and removed from the patient. The procedure was completed with a 1.5mm burr in the middle segment, subsequently advancing a coronary balloon and deployment of a 2.75 x 24 mm promus premier drug-eluting stent, without additional complications. The patient was hemodynamically stable.

Event description:
Same case as MDR ID's: 2134265-2014-07260, 2134265-2014-07264. It was reported that the burr became stuck in the lesion. The patient was previously treated for multivessel ischemic cardiomyopathy with a drug-eluting stent in the circumflex artery. A second procedure was required to treat the right coronary artery (rca). The lesion was pre-dilated without successful opening of the vessel. The decision to perform rotational atherectomy was made with the use of a rotawire¿, 1.25mm rotalink¿ burr, and rotalink¿ advancer. The burr progressed through the lesion without issues; however, the burr became stuck in the vessel when being removed. The physician used tirofiban intra-arterial, and sweep to pressure with saline. The burr was released with force and removed from the patient. The procedure was completed with a 1.5mm burr in the middle segment, subsequently advancing a coronary balloon and deployment of a 2.75 x 24 mm promus premier drug-eluting stent, without additional complications. The patient was hemodynamically stable.